Event description:
It was reported that tandem mobi pump battery would not charge consistently. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter with a working outlet, left adapter plugged in for at least 30 minutes, and pump began charging using original supplies, so no further assistance was required and pump did not shut down.